Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Additionally, it was reported that the pump battery was depleting quickly. Customer reverted to an alternate method of insulin therapy.